Event description:
It was reported that the foley catheter fell out after the surgery, when the drape was removed. The balloon was found to be ruptured. At that time, there was about 50cc of urine in the bag. However, it was confirmed that there was no damage to the foley catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product caused the reported failure. Visual evaluation of the returned sample noted two-way silicone foley cath with cut portion of inlet tubing. Visual inspection of the sample noted balloon burst confirmed measuring 0.4325". No missing pieces. This is out of specification per inspection procedure , which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be wall thickness too thin. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter fell out after the surgery, when the drape was removed. The balloon was found to be ruptured. At that time, there was about 50cc of urine in the bag. However, it was confirmed that there was no damage to the foley catheter during the pretest.